Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had battery cap issue. Customer stated they are unable to remove the battery cap on their insulin pump. Customer stated they did had a large, flat-head screwdriver. No harm requiring medical intervention was reported. The device will be returned for analysis.